Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, self test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08750 inches.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 568 mg/dl. Customer reported that the insulin pump alarmed no delivery followed by a motor error during prime. The customer was treated at the hospital. Customer's blood glucose reading was 279 mg/dl at the time of call. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and passed. The customer was advised to monitor and call back if issue recurs. The insulin pump will be returned for analysis.

Manufacturer narrative:
Correction: the information provided was incorrect with the initial report. The correct information has been provided with this report.